Event description:
My surgeon used the medtronic infuse devise during my surgery. This product caused me all kinds of health issues - including a constant pain, physical limitations, and I have to undergo a revision surgery.